Manufacturer narrative:
Reliability analysis inspected 4 opened and used sensor and performed visual inspection. One of the 4 sensors had a broken cannula and broken part missing. It was not possible to confirm customer received the sensor in this specific condition due to customer returning the opened and used sensors. The bicarbonate buffer test was performed and the other 3 sensors passed with accurate readings.

Event description:
Customer reported via phone call issues with their sensors. Customer's blood glucose level was 162 mg/dl. Customer advised they have had issues with 4 out of 5 sensors. Customer advised the serter does not release the sensor after the 2nd button press. Customer advised they have a bent sensor cannula. Customer was advised replacement sensors and serters would be sent out. Customer agreed to return the product for further analysis.